Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), restricted posterior leaflet and heart failure for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was observed that the clip appeared to relax after the deployment. Additional second clip was implanted to stabilize the first clip and further reduce the mr. All steps were performed as per IFU. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On the next day, physician noted that the clip appeared more relaxed. It was noted that was no change in the mr.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.